Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored two episodes in which inappropriate shocks and anti-tachycardia pacing (atp) were delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that previous programming changes were made to include anti-tachycardia pacing (atp) delivery in the ventricular tachycardia (vt)-1 zone and the rate cutoff (rco) was increased. It was also determined that atrial discriminators were programmed on, however there was no atrial lead implanted. Programming options were reviewed. This crt-d remains in service. No additional adverse patient effects were reported.